Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had a high blood glucose of 426 mg/dl. Troubleshoot was declined for high blood glucose because they know it was for the pump being turn off. The customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No unexpected battery power loss. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.